Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6).it was reported that in-stent restenosis occurred. In (B)(6) 2014, the patient presented due to unstable angina. Subsequently, the index procedure was performed. The target lesion was located in the proximal left anterior descending artery (lad) extending to the mid lad with 95% stenosis, and was 20mm long with a reference vessel diameter of 2.5mm. The target lesion was treated with predilation and placement of a 2.50x24mm promus element ¿ stent. Following intervention, residual stenosis was 0%. Seven days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient was hospitalized. Four days after, coronary angiography revealed 99% in-stent restenosis (isr) of the previously placed study stent in proximal lad. The isr was treated with percutaneous coronary intervention (pci) with a residual stenosis of 0%. The event was considered resolved and the patient was discharged 7 days post procedure.